Manufacturer narrative:
Section h11: this MFR 1038671-2019-00185 has been submitted in error because this event does not provide an allegation against the device and is regarding surgical management of a cyst and bone graft that does not involve the implanted devices. This event does not meet the definition of a complaint. Please disregard.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2018. Surgical management on right ankle arthrotomy, with removal of distal tibial cyst and bone grafting. The case report form indicates this event is possibly related to devices and unlikely related to procedure. This event report was received through clinical data collection activities.